Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump¿s touchscreen became partially unresponsive, preventing unlocking and normal operation; a soft reset was performed but the bottom of the screen remained nonfunctional, and a replacement device was arranged while the user transitioned to backup therapy. Symptoms included disrupted diabetes management due to inability to interact with the pump interface. Outcomes included temporary interruption of intended device use and reliance on alternate therapy without reported medical intervention or hospitalization. Investigation included complaint intake, device replacement logistics, and collection of use history as available and inspection of returned device . Failure investigation revealed no fault found with the device.